Manufacturer narrative:
(B)(4) the dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a rash and itching at the sensor insertion site on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Rash was described as red and discharging pus. Rash was located directly under the sensor patch adhesive. On (B)(6) 2016, after the sensor was removed and the rash was discovered, patient's mother took the patient to the doctor's office for a scheduled monthly appointment. Patient's mother consulted with the certified diabetes educator and reported the rash. No prescriptions were given. Additional event or patient information was reported.